Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that the device was hacked as a result of the associated remote monitor staying plugged in, with the hack "flatted the battery to below eos", and requiring emergency surgery for device replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 eval code conclusion (fdc/annex d). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 503458 lead, implanted: (B)(6) 1996; 419688 lead, implanted: (B)(6) 2010; 4068-52 lead, implanted: (B)(6) 1996. Evaluation summary: the device was returned and analyzed. Analysis determined that the reported preliminary battery depletion was due to high current drain from the hybrid. Low lead impedance, low fetboost voltage, and high l303 vdd were also observed. Overdriving the avdd supply voltage returned all the above to nominal values. However, the failure mode cleared after the device was left powered overnight on the bench at approximate room temperature. Attempts to reestablish the failure mode were unsuccessful. The analysis was stopped with no cause identified for reported failure.

Event description:
It was reported that there was premature battery depletion, with the device found to be at eos (end of service). The device was explanted and replaced. No patient complications have been reported as a result of this event.